Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient comes to the emergency department (ed) on (B)(6) 2017 with several days of not feeling well and purulent drainage from driveline. Patient was admitted early morning of (B)(6) 2017. The patients white blood count (wbc) were 5.2 on (B)(6). Patient received 2000 mg vancomycin and 750 mg levaquin in the ed. Patient then received another 1500 mg vancomycin on (B)(6). It was stated that the mean arterial pressure (map) fell to 58 and pressors were started. Patient was pan cultured and both his driveline and blood cultures grew staph aureus. It was stated that the patient received intravenous (IV) cefepime, 2000 mg IV on (B)(6), but then that was changed to kefzol (cefazolin) on (B)(6), 2 grams every (q) 12 hours, IV. Patient has remained with positive blood cultures showing on (B)(6), so kefzol was changed to nafcillin, 2000 mg q 4 hours. Cultures collected on the 19 came back negative on (B)(6). Overnight (B)(6), patient condition worsened, with blood pressures falling to the 40's. Clinically, it lo oked like septic shock, with multisystem organ dysfunction but blood cultures were negative. On (B)(6), patient was changed back to kefzol due to worsening renal and liver functions. It was stated that rifampin was stopped, too, but there is no evidence that the patient subject received rifampin. Patient condition worsened again on (B)(6), with metabolic acidosis and more renal issues. Patients antibiotic base was broadened with the addition of micamine (150 mg (B)(6), 100 mg (B)(6)), meropenem (500 mg x 1 dose (B)(6), then 500 mg q 6 hours (B)(6), and vancomycin with one dose of 1500 mg on (B)(6) added until cultures showed no infection present. Patient was then put back to keflex only plus oral vancomycin for c-diff. Patient remained hospitalized until (B)(6), but all cultures remained negative beginning with the (B)(6) cultures. While the changes in meds, they were for sepsis and possible sepsis, treatment was for both the driveline and positive blood cultures. Infectious disease (ID) strongly felt blood infection originated with recurrence of driveline infection. Patient did require pressors to maintain blood pressure (B)(6) 2017. Both epinephrine and norepinephrine. These were because of the sepsis-induced hypotension. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the max temperature was at admission, (B)(6) 2017 when it was 102.5. Temperature at discharge, (B)(6) was 98.7. Temperature not available from resolution of event. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was discharged to sub-acute rehab for dialysis and continued intravenous (IV) antibiotics. Patient completed IV antibiotics on 17 jul and started 500 mg keflex oral twice a day (bid) for life as suppressive for driveline/sepsis methicillin-sensitive staphylococcus aureus (mssa) infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.